Event description:
The svc report shows the customer reported that the 840 ventilator had a blank screen while in use on a pt. There was no pt harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and replaced the graphical user interface (gui) pcb. The unit passed extended self-testing.